Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. During routine device change out procedure an insulation anomaly was noted on the atrial lead. The lead was capped. The patient's condition was fine post procedure.